Event description:
It was reported in a literature publication that the patient underwent an l5-s1 transforaminal lumbar interbody fusion with rhbmp-2/acs and an interbody device. Post-operatively, the patient developed osteolysis seen on axial, sagittal, and coronal computer tomography scans performed at 5 months. Additionally, there was no evidence of bridging bone or interbody fusion at this time. At the most recent follow-up, there was evidence of posterolateral fusion. The patient remains asymptomatic.

Manufacturer narrative:
Literature article citation: helgeson et al. Adjacent vertebral body osteolysis with bone morphogenetic protein use in transforaminal lumbar interbody fusion. The spine journal 2011; 11:507-510. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.